Event description:
It was reported that nim having communication issues with sensors. Despite performing standard troubleshooting steps, including restarting the device and reconnecting the patient interfaces, the issue persisted and was identified as the device failing to detect passive signals that it should normally detect under standard operating conditions; this communication issue occurred while the device was operating in wireless mode. The system was not connected / did not tested in wired mode. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: p2127522, UDI#: (B)(4) product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4)h3: analysis of the samples were not available as of the date of this report, a follow - up report will be submitted once analysis gets completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.